Manufacturer narrative:
The customer¿s report of blood leakage was not confirmed. The event set was not returned for investigation. Two 2000e7d samples from lot 1008234 were received in sealed packaging for investigation. Functional testing found no defects with either sample. In each instance the smartsite was able to be successfully and securely accessed with a syringe and no leakage occurred during use. The root cause of the customer¿s experience was not identified.

Event description:
The reported feedback suggests that there was blood leakage from the connector after disconnecting the infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Correction to initial report this event was reported on time but was reported by the wrong business unit, (manufacturer report number 3003152976-2018-00605).

Event description:
The reported feedback suggests that there was blood leakage from the connector after disconnecting the infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The reported feedback suggests that there was blood leakage from the connector after disconnecting the infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.